Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
A 110-4b / camino intracranial pressure kit was reported to have stopped monitoring the intracranial pressure after (12) twelve hrs of pt use. There was no report of injury involved with this report.